Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. These codes are related to the device's sensor board, power management board and internal battery.